Event description:
The cd34 selection took place efficiently, however products were cryopreserved in vials. The cryopreserved vials for pbsc and lymphocytes for pt to be transplanted on (B)(6) 2017 appear to have been partially unscrewed (2 rungs) likely due to vial overfilling. No product spillage occurred into the sterile bag covers in which the products were placed. Consequently, no cell loss appears to have occurred and the vials appear full, however, this medwatch is being reported because a potential breach of sterility and potential loss of cells.